Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance. An alert was prompted for the low impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.